Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device has a connection issue. The device did not communicate with the pcu. The tech recommended replacing the logic board. There was no patient involvement.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine unit did not communicate with pcu. Ts suggested to reflash software, replace logic board and return unit back to factory for service repair. Device history record: a review of the device history record showed the device had a manufacture date of 03apr2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a connection issue. The device did not communicate with the pcu. The tech recommended replacing the logic board. There was no patient involvement.